Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer performed to troubleshoot for partial display. Customer stated about meter connection/ white display and also stated that pump was very hard to read and screen will sometimes just go very faint almost like a white out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing or partial segments anomalies were noted. The pump was programmed with test glucose meter and communicated properly. However, pump failed to connect to sensor, problem isolated to electronic assembly.